Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Per the complaint allegation, it was clearly stated that the "puncture site was proximal to the inguinal ligament of the right common femoral artery" which is against the IFU. IFU states: "do not use the angio-seal device if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the anchor catching on the bifurcation or being positioned incorrectly, and/or collagen deposition into the vessel. These events may reduce blood flow through the vessel leading to symptoms of distal arterial insufficiency." For collagen deposition into the artery or thrombosis at puncture site - "if this condition is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention." The complaint can be confirmed for the alleged failure and harm likely from a user error. The harms described cannot be attributed to angioseal device usage since the device was used against the instructions in the IFU. The IFU was reviewed and sufficient information was provided to guide the user. Based on the available information, the exact cause of the issue cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings

Event description:
The user facility reported that the involved angio-seal device was used. After the sfa cto was treated for the patient with cls, the angio-seal device was used. After a 6 fr sheath was removed, when the angio-seal device was attempted to be withdrawn as usual, bleeding was noted. The puncture site was incised to remove the anchor and collagen sponge, and vascular reconstruction was performed. The physician commented that the anchor did not adhere to the vessel wall due to calcification that could not be confirmed by angiography, and the collagen sponge had entered a gap between the anchor and the vessel wall. Therefore, hemostasis was not achieved. The collagen sponge became swollen and could not be removed. An angiography revealed that the collagen sponge entered the artery. In order to avoid the risk of hematoma and peripheral occlusion, the anchor and collagen sponge were successfully removed from the artery by surgical treatment. A stenosis of the peripheral artery proximal to the puncture site (distance from the puncture site unknown) was noted. This may have also caused the anchor not to have adhered to the vessel wall. The estimated blood loss was less than 250cc; bleeding occurred in the procedure room. The patient recovered. Hemostasis was successfully achieved by surgical intervention. There were no other devices or equipment used with the reported product. The procedure before deploying the device was a percutaneous peripheral intervention (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 4.5 mm. It was a right femoral artery puncture.